Manufacturer narrative:
A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken catheter was unconfirmed as the problem could not be reproduced. The device returned was one 19 cm hemostat dialysis catheter (chronic). Visual evaluation found that the catheter was returned in two pieces. The two pieces fit together between the 7- and 8-cm depth marks and the break appeared to be very sharp-edged, which was confirmed microscopically, at which point striations indicative of sharp instrument were also found. The extension legs were deformed, apparently by clamping, and yellowish in color. There were remnants of adhesive and what appeared to be gauze on the extension leg(s). The cuff appeared to be discolored and have residues within it. The bifurcation/catheter tube junction was somewhat discolored. The catheter appears to have been in use for some time. The bifurcation was examined on all sides, but no mechanical damage or holes were found. Functional testing included clamping each segment while infusing from the other end through each lumen in turn in order to discover any leaks or interluminal communication. No such leakage or communication was found. The break in the catheter appears to be a sharp instrument cut, and due to its completeness and its position far distal to the cuff, it is apparent that this cut occurred after use and was intentional. No leak, break, or hole other than this was found, and therefore the complaint is unconfirmed

Event description:
It was reported the catheter was inserted to the patient for a period of time (the specific time could not be confirmed), when proceeding with dialysis, the blood was drained from both tubes. It was stated that the catheter was suspected to be broken. No other information was provided. No patient harm was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the catheter was inserted to the patient for a period of time (the specific time could not be confirmed), when proceeding with dialysis, the blood was drained from both tubes. It was stated that the catheter was suspected to be broken. No other information was provided. No patient harm was reported.